Manufacturer narrative:
Manufacturing site evaluation: 3 complaint samples were provided for evaluation. 2 samples showed polymerization (1 sample without top, 1 sample complete) and 1 sample shows no non conformity. Review manufacturing documentation was completed, the device history record shows it was released without deviation. (B)(4). Review of 3 reserve samples was completed. Visual inspection shows no deviation. (B)(4). Analysis: the complaint samples was checked visually. 1 samples was opened as expected by twisting the tip. The pouch showed adhesive residue. It appeared that the glue had expired and polymerized after opening the ampoule. The second sample shows polymerization at the yellow lock of the ampoule. This occurs when the ampoule is not completely closed by the yellow lock. The third sample shows no visual non conformity. The result of the control of the adhesive strength of the complaint samples results is an average of (B)(4). (Specification is to be less than or equal to 20 n). Result: the complaint is justified. The lot was produced in calendar week 7 of 2013. The expiration date of the complained lot is 02-2015. Due to other complaints, the camera system of the filling machine has been overhauled and revalidated. CAPA: no CAPA is required. This complaint will be added in trending. Root cause has already been resolved.

Event description:
Country of complaint: (B)(6). Complaint states: during surgery, it was found the tissue adhesive was oil-like and non-sticky. It did not harden and could not close the wound. The doctor only found it usable after replacing 4 pieces.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: evaluation is ongoing.